Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced diabetic ketoacidosis and an elevated blood glucose level of 38.8 mmol/l; she was treated with an IV of insulin at the hospital. The infusion device was requested to be returned for product evaluation.